Event description:
It was reported that a merlin.net transmission revealed that the pulse generator was operating in backup mode. The patient was seen in clinic where a firmware download successfully restored the device. No patient symptoms were reported.